Event description:
A patient at hosp. Was being examined on an ultrascan table from mpi. At the termination of the exam, the patient fell as she got off of the table. The ultrasound technician reported that her back was turned and did not see the patient fall. The patient reported that her pant leg caught on the table (stem mount of caster) causing the fall. The patient reported that she fractured a rib in the fall. Following the incident report, the company attempted to reproduce the problem. Several objects were used and the tests were conducted in the presence of FDA investigator richard d. Coleman. The company has been unsuccessful in reproducing a situation in which a patient could fall in the manner described. The company believes that the table performed properly and the fall was not the result of a defect in the table.